Event description:
It was reported the pt's scs system is inoperable. The pt lost his pt programmer and charging system. Subsequently, the pt has not charged his scs system in months. The pt was referred to a physician for scs ipg replacement. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.